Event description:
It was reported in a scientific article that a patient experienced an infection within 4 weeks of implantation. Intraoperatively obtained tissue revealed strains of staphylococcus aureus and resulted in the removal of the device. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
"Complications of chronic vagus nerve stimulation for epilepsy in children". (2003)500-503.